Manufacturer narrative:
(B)(4). Report source: foreign- united kingdom. Associated devices: reference number: (B)(4), item name: stemmed nonaugmentable tibial component option cr/ps/lps size 3 for cemented use only, lot number: 63569067. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Approximately 5 years post implantation, the patient was revised due to loosening of the tibial component. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Product was not returned or pictures not provided. Device evaluation could not be performed. The device manufacturing quality record has not been reviewed as the item/batch number was not provided. The review of the sterilization certificate hasnot been reviewed as the item/batch number was not provided. This device is used for treatment. Complaint history could not be performed as the item/batch number was not provided. Reported event is related to medical condition. X-rays provided show that the prothesis is not properly placed on the patient which confirms the loosening (the components are not well fixed together). Some traces around the bone confirmed also the reported issue. A definitive root cause cannot be determined with the available information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.